Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. Unknown hardware parts were replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable from the site. No 510(k) provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in a spinal fusion, an imprecision of several millimeters was observed following a ''parktenia'' image acquisition. It was reported the site opted to continue with navigation compensating for the imprecision as navigation was completed by freehand to a reference level. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.